Event description:
Scarring, blistering skin; I have been using the dexcom g6 cgm for months. The last two sensors have left me with what appear to be terrible allergic reactions. My skin starts itching almost immediately upon insertion even though I'm following all of the recommended "sensitive skin" protocols from their website. Upon removing the sensor, my skin is bleeding, blistered, and shows a nasty itchy rash that takes weeks to heal. I've called dexcom about the issue but am redirected to my doctor. My doctor's response is that they've been getting a huge influx in complaints from patients with this same skin reaction. Dexcom claims there is no issue with the product on their end and they aren't aware of any issues. FDA safety report ID# (B)(4).